Event description:
The patient's mother reported her daughter's blood glucose measured 11.0 mmol/l at 2:00am, 17.0 mmol/l at 7:00 am, 5.5 mmol/l at 11:30am, 20.0 mmol/l at 9:30 am (next day), 4.0 mmol/l at 11:30 am and 2.0 mmol/l at 8:00 pm with no boluses reported. So she took her to the clinic and upon arrival her blood glucose read "high" (greater than 27.8 mmol/l) (greater than 500 mg/dl). It took them 2 hours to bring her bg levels back to normal range. She did not provide any further information regarding the clinic visit or her daughter's treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to determine if any product malfunction or other product condition could have contributed to the reported hyperglycemia, hypoglycemia and clinic visit. No product lot number was reported therefore no lot release records were reviewed.